Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for hi display. The customer is concerned with results obtained of hi, 558 and 320mg/dl. The expected fasting blood glucose test result range is 140-160mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the dining room. During the call on (B)(6) 2018, a back to back blood test was performed non-fasting by the customer and produced test results of hi and hi using true metrix air meter. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date is one month ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly)(B)(6).